Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not charge batteries properly) was confirmed. As received, the charger/modem was unable to recognize and charge a battery pack. Upon eval, the current controlling q1 transistor was thermally damaged and there was liquid contamination on the battery board. The cause of the inability to properly recognize and charge the battery pack is the damaged transistor and contaminated battery board. The root cause of the damaged component cannot be positively identified. The root cause of the contaminated battery board is likely liquid ingress. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was unable to charge a battery pack.